Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 014 bmw hydro guide wire (gw) was used in the procedure; however, post stent implantation, resistance was noted when attempting to remove the gw. An unsuccessful attempt to remove the gw with a guide catheter extension was made and the gw became separated. Two unspecified balloons were used, and an unspecified stent was implanted to embed the separated portion of the gw. There was a delay reported in the procedure and lifelong antiplatelet therapy is necessary to prevent thrombosis. No additional information was provided.